Event description:
During the resuscitation of the patient, the external pacemaker appeared to be intermittently pacing. The biomedical engineering department was unable to reproduce the failure. Manufacture replaced two circuit boardsdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer software performance tests conducted, electrical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, integrated circuit board. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.